Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and functional stress testing without duplicating the report. An internal inspection found no discrepancies the device was recertified and returned to the customer. No trend is associated with reports of this type.